Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006; 694965 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular (lv) lead. It was later reported by the patient that the "wire was having problems". The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.